Event description:
No additional information at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: g3; h2; h3; h6 no product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations that could be related to the reported event. Review of the complaint history found no additional related complaints for this item and the reported part and lot combination. It was reported a patient experienced a right femoral fracture and underwent an orif. Subsequently, developed pain without trauma and radiographic imaging displayed a fractured femoral nail in the area of the femoral neck screw. Patient underwent a revision of the femoral nail system and re-implanted a 6cm longer nail without complication. Based on the available information, the reported event can be confirmed, however a definitive root cause cannot be established. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trend.

Event description:
It was reported a patient experienced a right femoral fracture and underwent an orif. Subsequently, developed pain and radiographic imaging displayed a fractured femoral nail. Approximately 3 months later, underwent a revision of the femoral nail system and reimplanted a 6cm longer nail without complication. Due diligence has been completed for this complaint; to date all available additional information has been received.

Manufacturer narrative:
(B)(4). D10: unk screws ¿ distally locked (x3) unknown item and lot # unk cerclage wires (x2) unknown item and lot # g2: foreign: germany the device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a follow-up MDR will be submitted.